Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2009" with an "ams sparc self-fixating sling system" to treat stress urinary incontinence and/or pelvic organ prolapse. The plaintiff's attorney alleges the plaintiff has "suffered serious bodily injury, including extreme pain, urinary problems and infection." The plaintiff's attorney also alleges that the plaintiff has experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.